Event description:
Reportedly, during patient use, the ventilator auto triggered. The patient was placed on another ventilator and there was no serious or negative patient consequences reported.

Manufacturer narrative:
(B)(4).